Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance programming her insulin pump. The patient's blood glucose at the time of incident was 500 mg/dl; the customer treated via bolus and her blood glucose dropped to 224 mg/dl. The customer was assisted with programming the basal rates, bolus wizard, fixed prime, meter ID, and transmitter ID. Troubleshooting then occurred for the insulin pump regarding the high blood glucose. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test did not occur due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.